Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro clamp was not sliding smoothly through the cannula. The same unit was used to complete the procedure. There were no pt effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that the tissue welder was received inside the cannula and the shaft was kinked at the handle, and was very bloody. A functional test was performed on the device. A reference harvesting tool device could not be properly inserted and removed from the cannula. Based upon this, the reported complaint was confirmed. Internal file number - (B)(4).